Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2012-88710.mfg. Report 2 of 2, medwatch report # 3004209178-2012-88722.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 700mg/dl, and he was treated with the insulin pump. It was stated that the device was not delivering insulin, and the infusion set was changed, but two to three hours later the glucose level was 264mg/dl. The customer ate and bolused, but he woke up with high glucose of 600mg/dl. It was stated that they went to the hospital once and plan to go back. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.